Event description:
Dorsal nail plate right (dnpr (tm)) broke post-op in 2006. There has been no indication of a fall or disruption relating to the break. The patient was successfully revised in 2006. This case is currently under investigation.